Event description:
A hospital in (B)(6) reported that they could not connect the heater wire adaptor to the breathing circuit of the (B)(4) bubble CPAP kit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The bc161 bubble CPAP system kit is not sold in the USA but the breathing circuit included in the kit is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The complaint bc161-101 bubble CPAP system is currently en route to the manufacturer. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The bc161 bubble CPAP system kit is not sold in the USA but the breathing circuit included in the kit is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the inspiratory limb of the complaint bc060 breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and tested to check if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket. Visual inspection revealed that the right inspiratory heater wire pin was bent inwards. This prevented the adaptor from connecting to the heater wire socket during set up of the breathing circuit. A lot check revealed no other complaints for the lot number provided. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user.

Event description:
A hospital in (B)(6) reported that they could not connect the heater wire adaptor to the breathing circuit of the bc161-10 bubble CPAP kit. This was found prior to patient use.